Manufacturer narrative:
Unit passed displacement, active current measurement, and self tests; it failed sleep current measurement test. The sleep current measurement should be 8.6 ma not 0.0450 ma. Upon further review, no moisture damage was seen on the boards. After swapping boards and cases, the problem seems to be isolated to pcb1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had received low battery alert prior to the replace battery alert or replace battery now alarm. The customer¿s blood glucose level was 120 mg/dl. Customer also stated that the battery was not previously used and battery cap was not loose, cracked or damaged. Customer also stated that this was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.